Event description:
It was reported that there was an intermittent column up/down problem with the 9900 system. It was also noted that this system intermittently boots up with a precharge error. There was no report of any patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply and the battery charger pcb. The system was tested and found to be working as intended and placed back into service.